Event description:
It was reported that the user experienced intermittent signal loss between the dexcom g7 sensor and the ilet pump, while the sensor continued to display readings on the g7 receiver or app, and the connection to the ilet subsequently reestablished during the call. Symptoms included no adverse clinical effects. Outcomes included no interruption to insulin delivery and no need for medical intervention. Investigation included technical support review and user education regarding transient communication dropouts. Investigation of this case revealed that the device resumed communication without user action and continued insulin delivery during the dropout. It was concluded that the event was consistent with transient wireless communication interference, with the device operating as designed regarding insulin delivery.